Event description:
During a procedure, the 15 degree scalpel blade separated from the scalpel cautery instrument. The blade accessory was retrieved and the case was completed. No patient harm or patient injury was reported.